Event description:
Patient was brought to c.t. For a c.t. Of the chest with visipaque 320 contrast to r/o p.e. Just as the last of the 100 ccs of visipaque 320 was injected into patient a loud pop, blue light and burning smell emitted from the computer under the navigator (CT scanner). Instantly the screen went black, and the arrow functions on the gantry went blank. No images were visible on the navigator, and the wizard could not display anything with the "host down." The patient was manually removed from the scanner, and returned to her room.